Event description:
A capsular tear during procedure#6900. Dr. Stated the tear was located at the toric alignment "nub".

Manufacturer narrative:
Measure: this issue only impacts this specific device. Analyze: cas, (B)(6) reviewed the open call for (B)(4). Case #6900- suction ring placement was well centered and adequate suction throughout the procedure. Minimal patient movement noted in frame #16 - frame #45. Refractive capsulorhexis begins in frame #3 with a clear breakthrough in frame #7. Minor patient movement could contribute to a weakened capsulorhexis resulting in a capsulotomy tear. Laser functioned as designed. Root cause: minor patient movement and excessive pressure in the sub-incisional area could contribute to a weak capsulotomy.